Event description:
It was reported that a hematoma and fistula occurred. A left atrial appendage (laa) closure procedure was performed with a watchman truseal double curve access system (was). The procedure was successfully completed and a watchman laa closure device was implanted. After the was was removed from the patient's groin, the patient experienced a slight drop in blood pressure and there was swelling in the groin. There was a hematoma noted in the groin area of the patient. Groin compression was performed to attempt treatment for the hematoma. An arteriogram was performed, and fistula was noted. At that moment, extravasation had ceased. A stent was placed in the groin the following day to treat the hematoma and the patient was stable and discharged home.